Event description:
On 7/15/96, the emt svc from the med ctr was summoned to a cardiac arrest. Following their protocol they attached the co AED to the pt. They got an initial rhythm of ventricular fibrillation on the oscilloscope. They attempted to analyze but got a check electrode message. With hand pressure on the electrode pads, they again got a brief rhythm. However, they could not maintain electrode contact long enough to allow the machine to analyze. The electrode pads were changed. There was no improvement in rhythm detection. The emt's could not defibrillate on scene because of this malfunction. Following the conclusion of the resuscitation effort the following were checked: the outdates on the electrode pads was 7/97. Placing a new set of pads on a volunteer and using the same monitor, cable, and personnel, the problem could not be reproduced. Conversation with the MFR lead to no obvious conclusion. The unit was taken out of svc and returned to the MFR for analysis.